Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient scratched at the ipg incision and the incision site was opened up. The patient went to the ER where the physician explanted the system. Cultures were taken and no signs of infection were found at the ipg and lead sites.